Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2010. Subsequently, it is alleged that patient was revised on (B)(6), 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, allegedly due to metallosis. The surgeon noted a cyst with a black stained center and black stained heterotopic bone. Tests were negative for infection. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00934/ 00936).

Manufacturer narrative:
This follow-up medwatch is being sent to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00934-1/ 00936-1). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00934 / 00936). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.